Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that over- sensing and intermittent output was observed after implant. The lead was replaced but the problem remained. Therefore, the pulse generator was replaced.